Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over to one station. The customer mentioned that none of the active orders appeared for patients who had been admitted for a while, and there were no error messages or icons on the station. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system interface messages were stalled in the processing queue due to relevant services not processing messages correctly. The technical support specialist (tss) restarted the affected services, after which messages began processing normally and drained from the queue as expected. The system functioned as intended after the technical support specialist (tss) resolved the issue.